Event description:
It was reported that the pump touch screen was timing off sooner than expected. There was no adverse impact to customer¿s blood glucose level. The customer continued to use pump for insulin therapy and also had manual insulin injections to use if necessary.